Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy of the common femoral artery after an interventional procedure. Reportedly, while reinserting a .035 non-abbott j-tip guide wire through the guide wire exit port, it could not be advanced through the device. A second prostar xl was used with the same results. Hemostasis was achieved with two additional prostar xl devices. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found blood present in the device and the handle in backdown position. There was slack on the sutures, indicating that the handle was deployed. There was no damage noted to the sheath. The guide wire used in the device was not included on the returned device. During the investigation, the guide wire patency was performed using a new guide wire (workhorse stiffness) and analysis was unable to confirm the reported event, as the guide wire was backloaded and frontloaded without resistance. The hemostatic valve and exit ramp were checked and there was no damage observed. It should be noted that there is no re-access restriction. The exit ramp is designed to allow guide wire access to artery throughout deployment. Based on the investigation findings, the device performed according to specification; therefore, the cause for the reported event could not be determined. There is no indication of a product quality deficiency. The extra resistance required for the soft flexible j-tip to cross the hemostatic valve was likely normal since the j-tip will not hold its shape as readily as the stiff straight end of the guide wire, which is the normal insertion end of a guide wire. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other prostar xl device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.